Event description:
It was reported that the customer received no delivery alarms while priming. Customer's blood glucose was 216 mg/dl. Insulin did not exit during a fixed prime. Customer stated while running manual prime, insulin comes out at first then slowly faded out. It was not possible to troubleshoot because the insulin pump was stuck in a preparing to prime loop. Customer was advised to hold down a button until a second series of beeps was heard or numbers appeared on the screen. Neither occurred. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.